Event description:
It was reported that the right ventricular lead experienced occasional intermittent crosstalk oversensing. The oversensing did not cause any issues for the patient. The device and leads remain in service. No adverse patient effects were reported.